Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, water tightness was found to be decreased due to a pinhole on the connecting tube, the coating on the connecting tube was found to be peeling, the light output was decreased due to breakage in the wiring, the image had a stain due to damage on the image guide wiring, scratches were found on the eyepiece, diopter ring, grip, ud plate, angulation lever, and connecting tube, a burr was found on the control grip, and the venting connector grip was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the tracheal intubation fiberscope was exhibiting air and water leaks in the insertion portion of the device. Inspection and testing of the returned device found deterioration and peeling of the coating on the insertion scope. There were no reports of patient harm or involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.